Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer complaint. The suspect device was returned for investigation. Vyaire received revel, english service repair p/n:19260-001-99 s/n: (B)(6) with a complaint ¿inop condition, no blower function." Visual inspection of the uut (unit under test) shows front and back covers are deteriorated/damaged. Uut has no pigtail and no removable battery. Missing 2 screws at the lower inspiratory port of the exhalation module. Placed the uut onto a known good docking cradle and utilized ptprogrammer, checked on uut modules communication. Utilized the event tool to download event trace. There was patient circuit fault alarm with 222 occurrences. This is a fixed alarm generated under many conditions this may be due to a low or high pressure sense line disconnection or occluded, the patient circuit wye, patient connection, patient circuit expiratory limb occluded, or patient circuit inspiratory limb being disconnected. No inop occurrences and no vent reset alarm were recorded on the event trace during those times. Then connected a known good circuit lung and flow analyzer. Powered up uut performed post (power on self-test) per subsequent operations in ¿startup mode¿ per section 7-25 of the ptv service manual, which passed. No errors or alarms. Then performed circuit test per chapter 7 in which the uut failed. Air was leaking from the exhalation module (p/n:12030-002) inspiratory port. The removed the uut from the docking cradle and uninstall front and back cover, removed exhalation module p/n:12030-002 rev. G s/n: (B)(6) missing 2 screws (p/n:21490-107) from the lower of the inspiratory port to the valve body and the o-ring (p/n:21485-001) was pinched between the inspiratory port and valve body making a gap that causes the leak. Removed the inspiratory port and replaced the o-ring. Reassemble the inspiratory port. Installed the uut¿s exhalation module and into the docking cradle, performed another circuit test which passed. Cycle the uut using the customer settings for 4 hours. No issues or faults. Uut was functioning normally. Unable to duplicate the complaint. But found an additional problem due to the uut¿s exhalation module where 2 screws are missing causing a huge air leak. To summarize, investigation was unable to duplicate or verify the reported complaint. However, found an additional problem due to the uut¿s exhalation module where 2 screws are missing, and the o-ring was pinched between the inspiratory port and valve body making a gap and causing a huge air leak. Revel, english service repair p/n:19260-001-99 s/n:(B)(6) will be moved to factory service. Exhalation manifold to be replaced. Replace material as required, rework to current configuration, recalibrate, and retest per specifications and standards.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator had vent inop (inoperable) condition, no blower functions. Furthermore, there was no patient involvement associated from this event.